Manufacturer narrative:
A getinge field service engineer (fse) states that a battery maintenance required message is normal after the 6 month pm is past due. The pm was completed and battery maintenance was reset for another 6 months.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had battery maintenance required message. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.